Event description:
It was reported that during implantation, the leading haptic of the preloaded intraocular lens had cut opened the posterior side of the bag. The issue was first identified after implantation of the lens. Lens was removed and replaced in the same procedure. There was a delay in procedure. Directions for use were followed. Sutures were not required. Patients status was temporarily impaired. From the additional information it was learned that, it is possible it was a bad implantation angle or the doctor was too deep into the bag. The patient is doing fine. No other information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter first name, middle name, last name, email address: unknown/not provided section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.